Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently started using the ilet experienced a prolonged nocturnal hypoglycemia event with a lowest reported blood glucose of 69 mg/dl, remaining out of range for approximately four hours; the user treated with multiple servings of orange juice, the system alerted for low glucose, and no external assistance or medical intervention was required. Symptoms included none reported. Outcomes included transient hypoglycemia without injury, incapacity, or hospitalization. Investigation included complaint intake, user education and troubleshooting regarding early-use adaptation and exogenous insulin overlap, and assessment of system alerts. Investigation of this case revealed no device malfunction identified, with contributing factors including recent administration of long-acting insulin prior to ilet initiation while the system was adapting to the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.